Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively, on an open procedure, on skin closure, the patient had an allergic reaction and was complaining of itching and irritation due to the staple.